Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell on their left side where their dbs system was located. The wiring got spliced/damaged and the ins was no longer working so they removed their ins. It was noted they had the ins about 10 years prior to this event. Two years later the physician had to go back in to remove the lead and extension because they were bothering the patient when they were sitting. No further complications were reported as a result of this event.